Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the drain bag. The report was not confirmed in the lab and no root cause determined due to the lack of sample available for evaluation. A batch review was performed with no issues.

Event description:
Caller reported blood glucose results of 112 mg/dl on compact plus system and 269 mg/dl on advantage system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips.

Event description:
This report addresses incident 2 of 3. The home patient (hp) and his wife contacted (B)(6) to report a drain bag that leaked all over the carpet during a therapy while the hp was asleep. On (B)(6) 2010, (B)(6) contacted the hp's wife regarding the reported problem. The wife confirmed that no samples were available. The wife stated that another bag had leaked from the same lot (making a total of 3 reports), but since then they have not had any issues with therapy. The wife stated that when the first bag leaked the fluid completely saturated the carpet and they had to have it cleaned professionally. (B)(6) provided the number for carpet/ floor claims. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.